Event description:
It was reported that the iab was inserted in a post CABG pt. Later, blood was noted in the helium tubing, and the iab was removed. The pt expired later, of causes unrelated to this event.